Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no damage observed. Event history log review was performed and showed no errors recorded, but multiple priming events are recorded. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding under infusion was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Delivery accuracy testing on the pump found the pump functional within specification. Review of the event log did not find record of error. Review of infusion on 10/28/2108 indicates that reservoir volume set to 100ml. The system delivered 80.35ml fluid with 12.2 ml remaining after 23hrs.40min. Duration. The pump passed delivery accuracy testing and no problem found with the pump.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd legacy plus pump under delivered the medication. The reporter stated the customer noticed that 20 ml of medication was remaining in the cassette. But the pump's screen displayed that 10 ml of medication was remaining. The reported event occurred with 2 pumps. There were no adverse effects to the patient due to the reported event.